Event description:
The patient was undergoing robotic surgery using the davinci (dv5). The light cord was thought to be adequately tightened to the source; however, it had become detached prior to using the scope. The cord landed on the drape and burned the patient <1cm lateral to the right lower port site. The disconnection was not noticed immediately when it occurred. After retightening the cord to the scope, it was used without error throughout the entirety of the case.